Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0659 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line was kinked and manipulated by the district nurse. The patient was then hospitalised for 3 nights with sepsis and there were no known leakages or problems with the PICC during this time. This report addresses the sepsis.